Manufacturer narrative:
On (B)(6) 2018 spaceoar procedure was completed. On (B)(6) 2018 the patient complained of shortness of breath and mild chest pain. Follow-up CT-angiogram confirmed presence of a blood clot. Patient was prescribed combination of blood thinners and discharged. Complaint physician reported that patient had remained in bed rest for two days post spaceoar hydrogel and was not active. Patient was admitted to hospital a couple days later because patient was on too many blood thinners and was hospitalized for approximately 5 days observation at which time his symptoms resolved. The complainant physician reported that subsequent imaging confirmed that the expected volume of spaceoar hydrogel appeared present and intact in the space between the rectum and prostate, with no visible abnormality. The patient remained asymptomatic and has since completed his radiation treatment. Complainant physician felt that blood clot was not related to spaceoar hydrogel. Spaceoar was confirmed to be in the correct location and no issues with the procedure were reported. A review of literature and risk assessment models indicates that the baseline risk of pulmonary embolism in men undergoing a spaceoar procedure and receiving prostate cancer radiotherapy may be 2-3%. Augmenix medical advisor commented that the fact that the patient was in bed the entire weekend is a significant risk for developing a standard deep vein thrombosis that could have later embolized and become a pulmonary embolism that would have been unrelated to the spacer.

Event description:
The spaceoar implant procedure was completed on (B)(6) 2018. The patient remained in bed all weekend following the procedure. On (B)(6) 2018, the patient had shortness of breath and mild chest pain. Follow up CT-angiogram confirmed the presence of a blood clot. The patient was prescribed blood thinners and discharged. The patient was admitted to the hospital 1 or 2 days later due to an unknown complication regarding the combination of medications and was hospitalized for observation (approx. 5 days) and his symptoms resolved.